Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported leak, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs4cza. Hardware: sm-s928u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, on or around (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the abdomen. No specific blood glucose values were reported; however, the patient stated that the continuous glucose monitor (cgm) reported a daily average glucose of approximately 250 mg/dl on that day. The cgm brand and model were not specified by the patient. Review of the pod information provided by the patient indicates use of a pod compatible only with the dexcom g6 cgm. The patient reported experiencing vomiting, nausea, shortness of breath, thirst, and hunger, which prompted him to seek medical attention. The patient later identified that the pod was leaking during wear. The patient presented to the hospital and received treatment consisting of an intravenous insulin infusion and intravenous fluids (dextrose). The patient reported that no specific diagnosis was provided, stating that healthcare providers indicated the patient had ¿some type of ketosis.¿ the patient remained under observation for approximately six hours, was not admitted, and returned home the same day.